Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in inappropriate shocks. The device was reprogrammed from primary to secondary sensing vector. No adverse patient effects were reported. The device remains implanted and in service. New information received indicates that the field representative contacted technical services (ts) for guidance. Ts reviewed the treated and non-treated episodes and noted non-physiological artifacts and baseline shifting. These kinds of artifacts are a result of sudden changes in the impedance pathway of the sensing vector which can be caused by either incomplete lead insertion, lead impairment or other disturbances of the contacts in the device header. Ts recommended through troubleshooting to exclude under insertion of the lead and lead impairment. Ts also noted that the shock impedances are extremely high (198 and 199 ohms). An impedance measurement of 200 ohms or greater is considered out-of-range. The field representative will provide this information to the account.